Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient tried to recharge the ins, they felt a "sharp, electrical sensation" then felt the device turn off. Since then, both the recharger and controller were unable to communicate with the ins. It was unknown what factors may have led to the issue. The rep said that no actions/interventions were taken at this time and the issue was not resolved at the time of the report. No further complications were reported.